Event description:
It was reported to philips that the system's screen was black and gave an error, which can indicate a failure booting. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and found that the system disk showed signs of malfunction. The philips field service engineer (fse) inspected the system onsite and identified that the system disk (single board computer) in the m cabinet was not functioning properly. During troubleshooting, the customer additionally reported a low battery message at start up. The fse replaced system disk and motherboard battery to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.